Event description:
It was reported by a customer complaint that the patient was hospitalized due to an alleged overinfusion of insulin. It was alleged that this patient had accidentally infused himself with between 275 and 300 units of insulin while changing his cartridge. It was reported the patient,left the tubing attached to his infusion site and removed the empty cartridge. He then attached a full cartridge of insulin and attempted the load process. The pump gave him a message that the push rod must move forward, he then took the cartridge out briefly while the cartridge was advancing, however he then pushed the cartridge back on the pushrod while it was still advancing. The patient was pushing down on the cartridge while the pushrod was advancing, therefore because he had not disconnected the tubing from his infusion set the insulin was pushed into him. The event occurred at 1300 in 2005. After the event the patient was under the care of his mother, in consultation with an on-call doctor. The patient consumed - 800 grams of carbs in an attempt to elevate/maintain his blood glucose. The mother and the md decided that he should go to the ER at 1800 where he did receive IV fluids and was admitted for observation over night. At no time was he ever unconscious and the lowest his blood glucose went was 40mg/dl. There is no concern by the family that this pump malfunctioned in any way. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.